Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had display anomaly. Customer states that display window was unreadable. Customer¿s blood glucose was unknown at time of incident. Insulin pump will not be return for analysis.

Manufacturer narrative:
Pump received with blank display, problem isolated to lcd board. Unable to perform any tests due to blank display.